Manufacturer narrative:
Evaluation of the returned pod8 could not confirmed the reported complaint due to the returned damage. Evaluation revealed that the pusher assembly was kinked throughout its length, the pusher was fractured, the pull wire was retracted from the fractured location in the pusher assembly and the embolization coil was detached from the pusher assembly. These damages were not indicated in the complaint and, therefore, the damages were incidental to the complaint and may have occurred during packaging for the device return. Due to the returned damages, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the lantern kicked out from the target vessel while attempting to implant a pod coil. The pod coil was removed and the lantern was re-positioned back into the target vessel. While attempting to re-advance the pod coil, resistance was encountered and the coil was unable to advance past its initial position within its introducer sheath. Subsequently, the pusher assembly became kinked. Therefore, the pod coil was removed. The procedure was completed using a pod coil of the same size, an additional pod coil, and seven non-penumbra coils with the same lantern. There was no report of an adverse effect to the patient.